Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited placement difficulty due to suspected damage. The lead did not handle the way the physician expected. The lead was removed and replaced. No patient complications have been reported as a result of this event.